Event description:
A report was received that the patient had a procedure related infection at the battery site. There was drainage at the site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had a procedure related infection at the battery site. There was drainage at the site. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibited normal device characteristics. Device evaluation indicated that the lead damage was a result of a typical explant procedure, and it was not considered a failure. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices s found to be satisfactory.